Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.

Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 5.1 and 18.4 mmol/l within 1 minute timeframe. When plotting each reading against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.